Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported blurry vision and glare in a patient's left eye three weeks post lasik surgery. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment/event. The log file review shows no abnormalities that could have contributed to the reported event. There is no indication a device malfunction or inappropriate labeling caused or contributed to the reported event. (B)(4).